Event description:
During bronchoscopy, tip of brush fell off and into pts lung when brush sampling was supposed to be performed. Brush tip removed from lung. No pt harm.

Manufacturer narrative:
The complaint is confirmed cause unk. The device appears to have been cut with a sharp instrument. It is unk if this occurred at the user or MFR site. The wire twist was found to be very pliable, with no evidence of brittleness that would have caused the wire twist to fracture with subsequent brush detachment. DHR review found no discrpancies for the reported condition. No pt injury was reported from the incident.